Manufacturer narrative:
As reported, the cypher stent is an 8 mm stent and it looked like it was mounted in a 15 or 20 mm balloon. The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. The packaging was labeled correctly. The outer box and inner sterile package had the same labeling. The date of the event was unknown. The product was not used in the patient. The procedure was completed with another cypher stent. The device, inner packaging, and outer packaging has been returned for analysis. One non-sterile cypher us rx 3.50 x 8.00 mm stent was received inside of its original packaging (box/pouch). The product packaging indicates that the stent delivery system (sds) balloon length is 10 mm; the same balloon length was printed on the sds hub. The stent was correctly mounted on the sds balloon. The balloon's length could not be evaluated during the visual inspection. Therefore, the received sds was sent to analysis in order to perform the balloon's dimensional analysis as per the appropriate dimensional procedures. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The quality product team was notified regarding the received customer complaint as well as of the shipment of the sample in order to analyze the balloon's dimension as per applicable procedures and to start an investigation with (B)(4) supplier if necessary as it is where the balloon assembly process is performed. The unit was inspected following the receiving inspection test procedures for controlling products supplied by(B)(4). The balloon was inspected as per procedure (B)(4) rev. 18; the balloon was inflated at 6 atms and measured against the appropriate gage card. Results indicated that the balloon working length was found within specification requirements. In addition, a supplier corrective action was opened to document the assessment results of the complaint unit. The complaint reported as "balloon - incorrect length" could not be confirmed as dimensional analysis performed demonstrated that the balloon working length of the involved unit was within specification requirements. Based on the (B)(4) analysis and the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. The date of event was unknown. Additional information will be submitted within days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15054271 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A DHR review was performed for lot 15054271 and it was extended to the three previous lots (15051619, 15053566 & 15053577) as well as to the three subsequent lots (15053568, 15054272 & 15053572) manufactured before and after the lot involved in the complaint. No anomalies that could be related to this failure were found.

Event description:
The cypher stent is an 8mm stent and it looked like there must be a 15 or 20mm balloon. The device was stored per the instructions for use. There was no damage noted with the packaging or the device prior to use. The packaging was labeled correctly. The outer box and inner sterile package had the same labeling. The date of the event was unknown. The product was not used in the patient. The procedure was completed with another cypher stent that had the correct balloon size on the stent. The lot number and catalog number of the cypher stent used to complete the procedure was unknown. The device, inner packaging, and outer packaging has been returned for analysis.